Event description:
In 2009, patient reported she awoke with a blood glucose reading of "hi". Patient stated she wasn't sure what was wrong so she changed everything including the cartridge, adapter, tubing and site. Patient reported when she tried to prime the tubing the infusion device displayed and e4 (occlusion) error. She stated she then switched to her backup infusion device and the backup infusion device also displayed and e4 (occlusion) error. Assisted patient disconnect from the infusion device and prime the tubing; insulin was dripping from the tubing but then occluded. Had her remove the tubing and prime through the adapter; priming was successful. Had patient attach a new tubing; was able to successfully prime the tubing. Head her connect the headset to the tubing and it primed successfully. Patient then inserted the site and placed the infusion device in run mode. Patient reported she took a 5 units injection of insulin and is feeling better. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion sets for evaluation.